Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the centrifugal pump console. The incident occurred in (B)(6). Technical service was not performed by livanova employee, however the issue was traced back to defective batteries and battery monitoring board that, consequently, were replaced.

Event description:
Livanova received report about a centrifugal pump console that turned off during transportation from operating room. To continue the procedure, the perfusionist had to perform hand cranking (less than 1 minute) until centrifugal pump console was plugged in again. There was no report of patient injury.